Event description:
Related manufacturer report number: 2017865-2025-17067. It was reported that the patient presented to the emergency room with chest pain. The right ventricular lead was found to have perforated the cardiac tissue, confirmed by fluoroscopy. A small pericardial effusion had resulted. The lead capture threshold had increased and sensing amplitude had decreased since implant. The lead was explanted and successfully replaced. During revision, it was found that the insulation on the atrial lead had a breach and sensing amplitudes had changed. This lead was also replaced. The patient was stable.

Manufacturer narrative:
Correction: correcting section a population error.